Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a temperature (temp ¿ moisture ingress) issue. It was alleged that there was evidence of moisture corrosion in the pump. Reportedly, the pump had been exposed to a swimming pool/hot tub. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/13/2014 with the following findings: moisture was visible in the display. During the rewind step, the pump gave a replace battery alarm. Complete testing was prohibited due to the inability to load a cartridge. A leak test revealed a display lens leak. The pump was opened and moisture was observed on the printed circuit board.